Event description:
It was reported by the customer that the needle was not lining up with the cover. The needle is not going into the safety locking mechanism as intended. When pushed the needle goes to the side. No information was received regarding any serious injury as a result of this report. It was reported by the customer that the needle was not lining up with the cover. The needle is not going into the safety locking mechanism as intended. When pushed the needle goes to the side. No information was received regarding any serious injury as a result of this report.